Manufacturer narrative:
The lead under complaint was received with a separated df-1 connector. Both lead fragments were subjected to an extensive analysis. Apart from the separated df-1 connector, the inner coil was found bend 2.5 cm distal to the is-1 connector pin. It is assumed that these findings occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
The patient expired on (B)(6) 2016 due to congestive heart failure. Should additional information be received, this file will be updated.